Event description:
Note: this MFR report pertains to the second of two devices used during the same procedure. Refer to associated MFR report# 3005099803-2012-03903 for a description of the other device. It was reported to boston scientific corporation that an uphold vaginal support system was implanted on (B)(6) 2010. According to the complainant, post-procedure, the patient suffered from bloating, difficulty voiding her bladder and dyspareunia. The patient also suffered chronic vaginal infections, bladder infections, incontinence, inflammation, scarring and back pain. All other information is unknown and unavailable.